Event description:
It was reported that the patient underwent an unspecified surgery using rhbmp-2/acs. Reportedly, the patient is in "excruciating pain most of the time and nothing seems to help." The patient has nerve pain that burns and hurts down his right leg. Reportedly, the physician prescribed neurotin.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.